Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The bwi product analysis lab received the device for evaluation on 1/19/2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 1/21/2021. It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was pushed into the space of the port connection. Due to the damage, a very small amount of blood leaked (1 ml or less). Patient¿s hemodynamics was not compromised and no interventions were required. No air entered to the patient¿s body. As the blood return was observed before the insertion of the catheter, the risk of air is considered to be low. The sheath was replaced. The procedure was completed without patient consequence. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was pushed into the space of the port connection. Due to the damage, a very small amount of blood leaked (1 ml or less). Patient¿s hemodynamics was not compromised and no interventions were required. No air entered to the patient¿s body. As the blood return was observed before the insertion of the catheter, the risk of air is considered to be low. The sheath was replaced. The procedure was completed without patient consequence. With the information available, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.